Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
On 23rd october 2020, getinge became aware of an issue with powerled surgical light. Some paint chipping was discovered on the fork part of the device assembly. There was no injury reported however we decided to report the event based on the potential for harm as any paint particles falling off into sterile field or during procedure may cause contamination. Device involved in the event is a surgical light powerled 500+ df k3 manufactured by maquet sas with catalog number ard568350933 and serial number (B)(6). It was established that when the event occurred, the surgical light did not meet its specification and it contributed to the described event. None of the provided information indicates that upon the event occurrence the device was being used for patient treatment. During the investigation it was found that in the past the reported scenario has never lead to the serious injury or worse. All maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are indicated due to: impacts, collisions (abnormal use). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Visual inspections during the cleaning allow to detect the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor pain chip can be repaired with touch up paint, nevertheless the parts impacted by serious damage must be replaced. We believe that devices in the market are performing correctly overall. We also find the issue as highly detectable during daily visual inspection which is an important step given in the user manual. We shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
Additional information will be provided upon results of investigation.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 23rd october 2020, getinge became aware of an issue with powerled surgical light. The paint chipping was discovered on fork. There was no injury reported however we decided to report the event based on the potential as any paint particles falling off into sterile field or during procedure may cause contamination.